Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues on the connector side and an intermittent image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error is caused due to intermittent images. The most probable cause of the intermittent on image was cause traced to component failure and for white residues connector side was not able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed a scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.